Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was treated by the paramedics after experiencing a low blood glucose reading of 27 mg/dl ast her doctor's office. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer also reported a failed battery test alarm. Nothing further was reported.